Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon would not inflate, allegedly the catheter's shaft inflated.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Using proper aseptic methods, remove catheter from package. Prepare patient per hospital/nursing recommended procedure. Proceed with catheterization using standard techniques. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. Connect catheter to collection container. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate". (B)(4).

Event description:
It was reported that the catheter balloon would not inflate, allegedly the catheter's shaft inflated.